Manufacturer narrative:
Age, weight and ethnicity: asked but information not provided. If explanted, give date: not applicable, as lens remains implanted. The device was not returned for analysis as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the simplicity intraocular lens (iol) has a scuff after being inserted into the patient's capsular bag. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: a picture provided in the complaint file and attached to the current document was evaluated, customer provided picture shows a pseudophakic eye, implanted with an intraocular lens claimed to be a tecnis eyhance toric ii one-piece iol with simplicity delivery system model diu225. There are observed 4 small aligned marks located on the optical surface near to the lens periphery at 2:00. The root cause and the definitive clinical impact for the observed phenomena, cannot be determined from a picture assessment. The complaint issue "dc-cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.